Event description:
It was reported that the patient had a driveline power fault. The log files were submitted for review. The event log files recorded a driveline power fault b alarm on 01may2026 though the motor function was not affected by the event. The system controller and modular cable were exchanged. The alarms resolved with the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms while using the system controller (serial number (B)(6)) was confirmed via log file analysis. Product testing revealed that damage to fuse b on the system controller that would cause driveline power fault alarms. Relevant data from the reported event date of 01may2026 was reviewed. The log file captured a controller internal fault associated the power b fuse being open. A controller fault associated with the power b line activated immediately after, and then driveline power fault alarms activated. The driveline power fault alarm associated with these controller faults remained active for the remainder of the data capture. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Downloaded log files captured data consistent with the system controller and modular cable being exchanged on (B)(6) 2026. During preliminary testing of the returned system controller, it was noted that fuse b was open. The system controller was disassembled and the fuse b was replaced. The system controller underwent functional testing afterwards and the controller passed all steps without issue. The controller was then connected a heartmate 3 mock circulatory loop and the system operated without any alarms active. The system controller was run for an extended period of time on the mock loop and was able to support pump function as intended. The system controller was connected to a mock circulatory loop with the returned modular cable in an attempt to reproduce the reported alarms; however, no alarms were reproduced upon initial connection and after extended period of runtime. The modular cable was manipulated in an attempt to trigger an alarm, however no alarms were reproduced. The system controller and modular cable functioned as intended on the mock circulatory loop after fuse b was replaced, and driveline power fault alarms did not activate. The cause of fuse b becoming compromised was not determined during this investigation. Available information provided that the modular cable and system controller were exchanged and the driveline power fault alarms resolved. The root cause of the reported alarms was due to fuse b being compromised within the system controller; however, the root cause for the damage to fuse b was unable to be conclusively determined. Incidental findings: fluid ingress, power cable damage. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline power fault alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.